Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the scale was not functioning properly as head load cells failed. No pt involvement or adverse consequences reported.